Event description:
Information was received that reported a patient was hospitalized in 2009 due to an incident of hyperglycemia. The patient's blood glucose became elevated (>400mg/dl) the afternoon of a day prior. Her blood glucose remained over 400 for >24 hours, she drove herself to the hospital at 6:30pm on the event day when she became ill and vomiting. She was admitted with a blood glucose of 480 mg/dl. The patient was treated with insulin and IV fluids. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.